Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultra-fine insulin syringes had sterility breach.

Manufacturer narrative:
Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 8071812. Customer states that the needle hub was stuck in shield and a second syringe with shield off, it was loose in bag, resulting in a needle stick. One syringe was returned with the hub-needle/shield assembly separated from the barrel. The barrel was examined and exhibited a broken barrel tip. The remaining syringe was returned with the shield off of the barrel, exposing the cannula. A review of the device history record was completed for batch# 8071812. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip, shield off of the syringe). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause for broken barrel tip: probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample. Possible root cause for the separated shield is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Event description:
It was reported that bd¿ ultra-fine insulin syringes had sterility breach.